Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed insulin flow blocked. Customer's blood glucose reading was 421 mg/dl. Troubleshooting was performed. It was reported that there was insulin dripping with no alarm during troubleshooting. The insulin pump is not expected to return.